Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Log file review shows all laser system functions were within specifications for the respective treatment. A loss of suction cannot be identified in the logfiles but it is visible that the user got some docking problems to achieve valid suction. The system history shows that the laser was verified successfully prior to and after the date of treatment. The reported event of suction loss cannot be confirmed, so no technical root cause was identified as the product was found to be within specifications. The possible root cause for poor suction is docking technique or patient¿s eye movement. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A certified ophthalmic assistant reported, while preparing for lasik flap creation they had to redock four times. On the fourth attempt the surgeon tried to create the flap without the lid speculum; three quarters of the way through the left flap creation the suction was lost and surgery was cancelled. Additional information received, once the eye is healed additional treatment will be determined.